Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established for the reported e216 scope communication error when connected to the stack as it was not confirmed that there was a problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed an e216 scope communication error when connected to the stack. The issue occurred during a therapeutic colonoscopy, which was completed using an olympus backup device. Although there was a slight delay, there were no reports of patient harm.